Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of "hi" (reading greater than 500 mg/dl). Customer reported being asymptomatic, and obtaining a reading of "10-12 mmol/l" on an unspecified blood glucose meter. Customer stated self-treating with insulin (dose/type unknown), but that the sensor scan continued to read hi, and that he self-treated with insulin a second time. Customer subsequently lost consciousness and was taken to a hospital, where he was admitted for hypoglycemia. Customer stated being treated with diabex (metformin), and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of "hi" (reading greater than 500 mg/dl). Customer reported being asymptomatic, and obtaining a reading of "10-12 mmol/l" on an unspecified blood glucose meter. Customer stated self-treating with insulin (dose/type unknown), but that the sensor scan continued to read hi, and that he self-treated with insulin a second time. Customer subsequently lost consciousness and was taken to a hospital, where he was admitted for hypoglycemia. Customer stated being treated with diabex (metformin), and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.